Event description:
Patient returned for a three month post-op visit at which time x-rays revealed a rod had fractured and broken. On (B)(6) 2010 the patient underwent revision surgery to remove the previously implanted hemispherical system implants and broken rod. The hardware was replaced by competitive products without issue.

Manufacturer narrative:
An evaluation conducted by the device manufacturer concluded that this is an isolated incident in which no long term health risk exists. Since the launch of the product there have been approximately 56,712 devices successfully implanted. Mechanical, biomechanical and clinical studies have also demonstrated the safety and effectiveness of the use of isobar ttl in lumbar fusion procedures.

Manufacturer narrative:
The device in question was produced by a foreign manufacturer which is now wholly owned by (B)(6). The fractured device was returned to (B)(6) on (B)(6) 2010 then forwarded the original manufacturer for an evaluation of the non-conformity. All documentation pertaining to this device (design, DHR, trend data, labeling, etc) is stored at the manufacturing location in france. A copy of the documentation has been requested and the MDR will be updated upon receipt. Follow-up submissions will also be provided upon the completion of the manufacturer's evaluation and/or additional details of the event.